Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having communication problem between the insulin pump and sensor. Customer stated they had low blood glucose level but did not get an alarm. There was also a weak signal in the past. The customer¿s blood glucose was in the 48 to 70 mg/dl range. Blood glucose at the time of the call was 262 mg/dl. The insulin pump will not be returned for analysis.